Event description:
An incident occurred where the user's mother reported that the user had an accident involving an electrical scooter due to low blood glucose levels, resulting in hospitalization. The lowest blood glucose level recorded was low, according to the sensor, and the user sustained multiple fractures on the scalp, eye, and cheekbone. The customer administered glucagon and received intravenous fluids for low blood glucose, which resolved the issue. However, the user is scheduled for surgery on (B)(6) 2025, to address the injuries. Customer declined a follow up to provide additional information regarding their hospitalizaiton. Technical support performed a system check and confirmed the pump was functioning as intended. No issues with the pump, infusion set, or insulin were identified.